Event description:
Premature infant was placed in versalet with attempt to warm with humidified air related to increased water loss and increased serum sodium. The versalet would only warm when in radiant warmer mode and created humidified air for only 2 hours. Neonate had to be transferred to another versalet. Reported to draeger representative in a face to face meeting on 07/11/2007.